Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. The following screws were implanted in the patient but it is unknown which, or how many of the screws were broken: quantity 2, part number 210.014, cortex screw ø 1.5mm, l 14mm, lot number unknown; quantity 2, part number 210.016, cortex screw ø 1.5mm, l 16mm, lot number unknown. Other number: UDI: (01) part number unknown, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient weight not provided for reporting. Unknown when device broke. Post - op broken screws, quantity unknown. Not known which screws were broken, following screws were implanted: cortex screw ø 1.5mm, l 14mm / part # 210.014 / quantity 2, cortex screw ø 1.5mm, l 16mm / part # 210.016 / quantity 2. Device is not distributed in the united states, but is similar to device marketed in the USA device is not expected to be returned for manufacturer review/investigation. (B)(6). The complaint indicated that the device broke post-op requiring additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the doctor detected a broken plate and screws. But we don't know, specifically which screws were broken. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).